Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) presented to the emergency with complaints of syncope. Interrogation of the ipg noted an inappropriately high lead impedance, however, further evaluation found appropriate sensing and capture of the ipg. The physician has elected to monitor the patient. The ipg and lead system remain implanted.